Event description:
Operation malfunction after 480 cycles, unit is low use compared to most facilities. Service preventive maintenance due every 600 cycles. Heat sink and cooling fan fell off the cpu chip. This required replacement of the etx controller board. According to the service person, it may be related to turning off the unit. The service requirements listed by the manufacturer do not specify that the unit must be kept on. Dates of use: (B)(6) 2007-(B)(6) 2011.